Event description:
It is suspected that this ventilator failed to activate an alarm during use, resulting in the death of a person. Whether the incident was based on an user error or it was on a result of a malfunction could not be determined yet, due to a lack of information.

Event description:
It is suspected that this ventilator failed to activate an alarm during use, resulting in the death of a person. Whether the incident was based on an user error or it was on a result of a malfunction could not be determined yet, due to a lack of information.